Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the text fixture to download the log. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. No strips has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre strips continue to be safe, effective, and perform as intended in the field. Stability data for libre strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of abbott diabetes care (adc) device. As a result, customer experienced a loss of consciousness, "lost knowledge", and was unable to self-treat; no third-party treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of abbott diabetes care (adc) device. As a result, customer experienced a loss of consciousness, "lost knowledge", and was unable to self-treat; no third-party treatment reported. There was no report of death or permanent injury associated with this event.